Event description:
An engineering investigation was opened as a result of reported failures of memory pcb assembly on the production line. The reported failures were determined to be caused by out of tolerance pins in the header which connects the assembly to the device systems pcb assembly. A failure could result in the inability to operate a device.